Manufacturer narrative:
(B) (4)

Event description:
On (B) (6) 2010, a report was found on the FDA website maude describing the following: event date: (B) (6) 2010. Event type: injury; pt outcome: disability; event description: leak in trach cuff balloon noted by respiratory therapist. Trach required replacement. Diagnosis or reason for use: ventilation.